Manufacturer narrative:
Supplemental report submitted to correct h10 and h6. The device was not returned for evaluation; however, there was no allegation or indication of an edwards device malfunction. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. A coronary stent was placed in the left main for protection. Post s3 valve deployment. The coronary stent was unable to be retrieved and was deployed in the lad. Investigation results suggest/indicate that procedural factors, (unable to remove the parked stent within the lad) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). The investigation is in progress a supplemental report will be submitted.

Event description:
Edwards received notification through medical records that patient with a 23mm sapien 3 ultra transcatheter valve had a stent deployed in the lad coronary artery due to it being unable to be removed following valve deployment per the medical records, the patient had a valve-in-valve (23mm s3 ultra in a surgical valve) in the aortic position via tf approach. There is no evidence of an ew device malfunction or adverse event associated with a device malfunction. A left main stent was parked in the lad prior to valve deployment and was jailed post deployment. The stent was deployed not due to coronary occlusion, rather due to the inability to remove it. The implant was a success, no pvl. There were no postoperative complications, and the patient was discharged same day of procedure.